Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor siltex round moderate profile 325cc saline catalog #3542650 lot #160981 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor siltex round moderate profile 325cc saline breast prostheses. Right prosthesis deflation was diagnosed during a physical examination. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation discovered a rent measuring approximately < 0.1 cm within parallel lines of shell wear on the anterior aspect and extending to the posterior aspect, suggesting in-vivo folding or creasing of the device. At the posterior aspect, there is an area of siltex cracking. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor became aware that the replacement devices were: mentor smooth round moderate profile 325cc saline, catalog #3501650, sn#(B)(4) and mentor smooth round moderate profile 325cc saline, catalog #3501650 ,sn #(B)(4). The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).